Manufacturer narrative:
The investigation for the reported pump stop issue has been completed. The product was returned, and the issue was confirmed. The field data log was reviewed which confirmed multiple impella stopped ¿ motor current high alarms during case start. Visual inspection of the returned pump revealed a fractured red lumen within the outflow cage, obstructing the impeller, and extending up into the pigtail. Per the results of the clinical review and investigation, the root cause was determined to be a fractured red lumen.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary insertion was implanted with an impella 2.5 device for mechanical circulatory support. While on support, that there was a pump stop after 30 minutes of use. The pump could not be restarted. The pump was removed, and intervention was continued without support. There was no harm to the patient.